Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, low, out of range pacing impedance was observed on right atrial lead. The physician capped and replaced the lead on (B)(6) 2019. The patient was stable before, during and after the procedure.